Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on march 12, 2013, an affiliate reported a patient was hospitalized on (B)(6) 2013, with hyperglycemia. His blood glucose elevated as high as 567 mg/dl, and he bolused 4 units of insulin several times but was unable to lower his blood glucose. He was treated at the hospital with an insulin infusion. This occurred in the netherlands, and the patient's information was not provided. The medtronic infusion set and bayer contour blood glucose meter mentioned in this event are not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).